Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 31.0 mmol/l. No further details given.

Manufacturer narrative:
Findings: pump was received with unresponsive buttons due to corroded lcd board. No button error alarm noted during testing. Unit had corroded keypad traces, cracked case at display window corner, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.